Event description:
It was reported that the pump was warm to the touch while the pump battery was being charged. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.